Manufacturer narrative:
Terumo rec'd the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope mush be handled with extreme care to prevent damage to the device. (B)(4). Method: photographic images. All info has been placed on file with quality management for tracking, trending, and f/u.

Event description:
The user facility reported to terumo cardiovascular systems, that during endoscopic vein harvesting procedure, the endoscope displayed a blurry image. The product was changed out. There was no harm or injury to pt. The surgery was completed successfully.